Event description:
The ez breathe atomizer does not work properly. I only had mine two months and it stopped working. I think it's a great product for my shortness of breath, but it may need a little more work, because it's very expensive damage.